Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the head was unable to interrogate some implantable heart devices, though it was noted that its magnet was broken and its cable was damaged.

Event description:
It was reported that the radiofrequency programmer head was unable to interrogate an implantable heart device. It was noted that it had one green bar at times and one orange bar most of the time. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code . If information is provided in the future, a supplemental report will be issued.